Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) and atrial lead were removed from service. The ICD was removed due to high ventricular pacing impedance measurements, and the atrial lead was replaced due to low p-wave measurement.